Event description:
The manufacturer received information alleging an issue related to a (CPAP or bipap) device's sound abatement foam. Patient has been hospitalized for pneumonia and afib and also alleged of nasal / throat irritation / soreness, coughing, dizziness and headaches. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged, has been hospitalized for pneumonia and afib and also alleged of nasal / throat irritation / soreness, coughing, dizziness and headaches. The pms clinical expert reviewed this notification due to the patient reporting that he has been hospitalized for pneumonia and afib. Patient also reported nasal/throat irritation or soreness, cough, dizziness, and headaches. The reported event of a patient that he has been hospitalized for pneumonia and afib is assessed as serious injury but not related to the device as per dreamstation 1 hhe. On the other hand, the reported nasal/throat irritation or soreness, cough, dizziness, and headaches is assessed as non-serious injury. Hence, the device did not cause or contribute to the alleged serious injury. However, use of the recalled device could possibly cause or contribute to the reported non-serious symptoms. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.